Event description:
The reporter stated that he did meter to lab comparison tests, an hour apart. His am fasting meter reading was 171 mg/dl. After breakfast, he went to the lab, where his test result was 270 mg/dl. He did not have any symptoms. A control test was not done since he did not have any solution. On followup, the reporter stated that he checks the confirmation dot for enough blood, but does not compare it to color chart on vial. The lifescan rep reviewed coding, cleaning, storage of strips, application of sample, use of control solution and meter/lab comparisons.

Manufacturer narrative:
Meter was not the subject of FDA recall z-631-8